Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance properly. The surgeon applied another device to complete the procedure. The hospital has reported that no patient injury occurred.